Event description:
Peripherally located neonatal central catheter was planned to be removed. Rn unwrapped blanket and found neopicc was snapped below the stat lock hub. Line was pulled out in its entirety without issue.